Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, umbilical hernia, asthma, gallbladder sludge and adjustment disorder. Concomitant products included alprazolam (xanax), budesonide;formoterol fumarate (symbicort), diclofenac, gabapentin, iron, magnesium, medroxyprogesterone acetate (depo provera), prednisone, pyridoxine hydrochloride (vitamin b6), salbutamol (albuterol), tramadol and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and headache ("headache"). Essure treatment was not changed. At the time of the report, the uterine perforation, weight increased, fibromyalgia, fatigue, headache, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, fatigue, fibromyalgia, headache, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿fatigue, headaches, weight gain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: anxiety were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and headache ("headache") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, weight increased, fibromyalgia, fatigue and headache outcome was unknown. The reporter considered fatigue, fibromyalgia, headache, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for events fatigue, headaches, weight gain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to uterus perforation. New events fatigue, headaches, weight gain, fibromyalgia were added. Patient information and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.